Manufacturer narrative:
Additional information provided to b5 describe event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the pump eroding through the scrotum. The physician did not suspect that there was an infection, but there was an open wound identified at the surgical site. A malleable penile prosthesis was implanted, but the patient will have a future replacement to an ipp. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the pump eroding through the scrotum. The physician did not suspect that there was an infection, but there was an open wound identified. A malleable penile prosthesis was implanted, but the patient will have a future replacement to an ipp. There were no additional patient complications reported.